Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 empty racepack. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. Without any closed samples an analysis cannot be performed and analyzed in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke during surgery. Suture snapped during suturing process and 3 pieces of the suture were used. All snapped. Surgeon completed the procedure using the 4th piece of suture. Patient not harmed.